Event description:
A customer contacted beckman coulter inc. (Bci) to report several erroneously high and low results for the following assays: htsh, accutni, ferritin, total t4 (tt4), t-uptake, vitamin b-12, ck-mb. The results were generated by access 2i (lxi) immunoassay analyzer. The results were reported out of the laboratory. The high results were within the following ranges: htsh (19.02-38.26 uiu/ml), accutni (59.85-62.14 ng/ml), ferritin (234.6-751.8 ng/ml), tt4 (0.00 ug/ml), t-uptake (1.2%), vitamin b 12 ( >1500 pmol/l), and ck-mb (51.1-64.3 ng/ml). All samples were repeated on another unit and produced results in a different clinical category for all patients involved. Patient treatment was not impacted with regard to this event.

Manufacturer narrative:
The samples were collected in either 13x75 mm or 13x100 mm plasma and serum tubes with a gel separator. The samples were centrifuged for ten (10) minutes at 250 rpm at room temp. Qc data has been within the customer's established ranges. Two levels of qc are performed once a day. The bci field service engineer (fse) replaced parts and cleaned the unit. Fse performed diagnostic tests and system check. Both test passed within the instrument specifications. Although ise address some hardware issue, a clear root cause can not be determined for this event.